Event description:
Device malfunction: clip mislocation. Time of device malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of an unspecified vessel, after an interventional procedure. Reportedly, after delivering the clip, it was noticed that the clip was caught up in the vessel locator wings. There were no reported patient sequelae. Though requested, no additional information was available.

Manufacturer narrative:
The device was received. Investigation is not completed. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant information.